Event description:
It was reported that the 2800 system had a faulty image intensifier power supply. There was no fluoro image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the power supply and tube assembly. The system operates as intended.